Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included, no additional patient information was available.

Event description:
The customer observed a burning smell on the architect i2000sr analyzer. On (B)(6) 2026, the customer noted the analyzer was offline starting at 4:00 am. The analyzer was powered off and when the customer powered back on the analyzer there was a burning/ electric smell. The field service representative inspected the analyzer and found that motor driver board in lower slot #4 had charring marks on the board and motor driver board in lower slot #3 had evidence of soot deposit. There was no impact to user safety and no impact to patient management reported.